Event description:
It was reported that the screen of the gastrointestinal videoscope became noisy. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the noisy image was identified. It is likely the result of shaking the insertion tube and image flickers; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.